Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient wasn't getting desired efficacy and the lead was replaced. The issue was identified through programming. Multiple programming sessions occurred over a couple of years to fix the problem. The patient would not be turned on for 3 to 4 weeks and may require a few programming sessions before the true benefit is realized.